Manufacturer narrative:
(B)(4).

Event description:
Same case as manufacturer's report #: 2134265-2010-03699. It was reported that during a percutaneous transluminal angioplasty and stent placement procedure the stent delivery system adhered to the guide wire. The 95% stenosed lesion was located in the non-tortuous and non-calcified left distal femoral artery. The lesion diameter was 6mm and was 65mm in length. The lesion was progressive, concentric in shape, and did not contain a significant bend. Vascular access was obtained via the right femoral artery. The physician advanced an 8fr mach 1 cross 1 guide catheter and conducted a diagnostic angiography in the external left femoral artery. A 95% stenosed lesion was found in the third distal. The lesion was pre-dilated with a 4 x 10mm ultra-thin diamond balloon catheter. Immediately after pre-dilation, the lesion was 5% stenosed. The physician measured the lesion, prepared the 7x78x1350 sentinol nitinol billary stent system and advanced the starter guide wire across the lesion. As the sentinol was advanced through the distal end of the guide catheter, resistance was encountered. The guide catheter was flushed with "physiological solution" and attempts were made to advance the sentinol further over the guide wire, however, these attempts were unsuccessful. Next, the physician attempted to remove the sentinol stent system, but the sentinol was "stuck" to the guide wire. The sentinol and starter guide wire were removed from the patient as a unit. The procedure was completed with a starter guide wire j tip and a 7 x 60mm express stent. No patient complications were noted and the patient's status was reported as "stable".

Event description:
Same case as manufacturer's report #: 2134265-2010-03699. It was reported that during a percutaneous transluminal angioplasty and stent placement procedure the stent delivery system adhered to the guide wire. The 95% stenosed lesion was located in the non-tortuous and non-calcified left distal femoral artery. The lesion diameter was 6mm and was 65mm in length. The lesion was progressive, concentric in shape, and did not contain a significant bend. Vascular access was obtained via the right femoral artery. The physician advanced an 8fr mach 1 cross 1 guide catheter and conducted a diagnostic angiography in the external left femoral artery. A 95% stenosed lesion was found in the third distal. The lesion was pre-dilated with a 4 x 10mm ultra-thin diamond balloon catheter. Immediately after pre-dilation, the lesion was 5% stenosed. The physician measured the lesion, prepared the 7x78x1350 sentinol nitinol billary stent system and advanced the starter guide wire across the lesion. As the sentinol was advanced through the distal end of the guide catheter, resistance was encountered. The guide catheter was flushed with 'physiological solution' and attempts were made to advance the sentinol further over the guide wire, however, these attempts were unsuccessful. Next, the physician attempted to remove the sentinol stent system, but the sentinol was 'stuck' to the guide wire. The sentinol and starter guide wire were removed from the patient as a unit. The procedure was completed with a starter guide wire j tip and a 7 x 60mm express stent. No patient complications were noted and the patient's status was reported as 'stable'.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device was received with a .035" bsc guidewire inside the lumen. A visual inspection revealed blood present inside the hub, lumen and tip. The device was flushed with warm water to dissolve the dried blood in the guidewire lumen, and afterwards the guidewire was easily removed. A .035" guidewire was tracked through the lumen of the device without any difficulty. An examination of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).